Event description:
It was reported that during a ureteroscopy procedure removal difficulties were encountered. A u2q/6-4/5.8/75 10cc liwg kit was advanced to an unspecified ureteral location. The physician was unable to remove all the contrast media from the balloon catheter. During withdrawal, it was noticed that the balloon was "stuck somehow" on the guide wire. The balloon catheter and guide wire were removed from together. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "fine".